Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device (B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the cardioplegia side temperature of a hcu30 is not cooling to the optimal temperature. The incident occurred before the unit was connected to a patient so there were no patient involved. (B)(4).